Event description:
Additional information received on (B)(6) 2016 reported that the return of symptoms was due to a bladder infection for which the patient is going to get prescription medication. As of the date of additional information the symptoms have not yet been resolved, with the healthcare provider (hcp) stating that the stimulator will not be effective as long as the patient has the infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient implant did not seem to be working. She had been having bladder symptoms and urine kept pouring out. Just this morning she had to change her pad 5 times. The patient confirmed she was able to increase stimulation from 1.8v to 1.9v on program 1. The issue started the last day or so in (B)(6) 2016. The patient later reported that she still had trouble with her bladder and had to change pads every hour. She was at 1.9v. She used the patient programmer (pp) today, (B)(6) 2016 and it worked sometimes and sometimes it showed a question mark. On the call the patient used the pp and was able to connect. It was mentioned that her swelling was going down. The patient also reported she had the stimulation on 2 before and it was hurting her for a couple of days. She thought it was the incision but it was the "programmer." On the call the patient used the pp and the ins was on, in program 4 at 0.3v. The patient didn't feel stimulation and therapy was on. Stimulation was increased to 0.9v but felt no stimulation. The patient was going to see the healthcare professional (hcp) on friday. The urinary symptoms started 2-3 days ago in (B)(6) 2016 and stimulation was hurting for a couple days in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.